Event description:
A healthcare professional reported a rupture of right side device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported a rupture of right side device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: device photograph(s) for the device related to the reported event rupture, was reviewed on march 15, 2023. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided.